Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of over 500 mg/dl. The customer experienced symptoms such as nausea, weakness and chills. The customer was treated with insulin drip. It was not reported whether the auto mode was active at the time of the incident. Troubleshooting was not performed. The insulin pump will not be returned for analysis.